Manufacturer narrative:
Medical device brand name: 120 ml bd vacutainer® plastic urine collection cup with integrated sampling device. (B)(4). Device evaluation: result - no samples or photos were returned for evaluation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - although based on receipt of this complaint bd acknowledges that the customer has had an issue with this particular product, for plant evaluation purposes this is not confirmed. Bd will continue to monitor this defect for tracking and trending purposes. The bd quality engineer notes that the product label reads "caution: product contains needle under label".

Event description:
It was reported that elderly patients with poor eyesight are removing the yellow sticker covering the needle on the suspect device and sticking themselves on the unused needle. This has been reported to have occurred five times.